Event description:
It was initially reported by the consumer that she severely burned her right eye following the use of lens care product. Additional info received on (B)(6) 2010, from the consumer stated that she experienced extreme, immediate burning, and redness after inserting her lens. She removed the lens and flushed her eye with saline. She was examined two days later by an ophthalmologist who flushed the eye and prescribed tobradex drops. The consumer stated that she is currently wearing glasses due to continued redness and discomfort. Additional info received on (B)(6) 2010, from the consumer stating that she was getting better. Additional info received on (B)(6) 2010, from her eye care professional stated that during a follow-up examination on (B)(6) 2010, the consumer complained that her eye was irritated and still burning. The consumer was not treated for an abrasion. She was prescribed tobradex drops and was told to return if the eye got worse. Additional info received on (B)(6) 2010, from the consumer stated that she was still using the drops and getting better. She stated that she has not been able to wear contact lenses in her right eye.

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a follow-up medwatch will be filed. (B)(4).